Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that error code was displayed and aspiration did not go up during cataract surgery with intraocular lens implantation surgery. There surgery was completed on the same day by replacing with another product. There was no patient impact.